Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated they had their ins originally implanted in (B)(6) last year' and then the ins and one lead was replaced 'last year in december,' later confirmed (B)(6) 2023, and both of which 'were sent to quality control. Patient stated they were told the battery and 1 lead was swapped and they think both of these were done because they had incisions 'in both spots,' in reference to having 2 incisions. Patient stated the doctor told them 'it was like old headphones, where the line gets crimped and breaks the connection,' in reference to their lead that had issues.  Agent reviewed considerations and the patient was redirected to their healthcare provider to discuss further.